Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device had no exterior damage. Event history log review found battery communication timeout. Functional tests were performed. The reported problem was duplicated. The root cause of the problem was an interconnect board. As a result, the interconnect board was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a base hardware failure. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.